Event description:
Procedure: gastrectomy. According to the reporter: staples did not form properly and there was no hemostasis. Loss of blood, but less than 250cc. Surgery time extension was reported as one hour to complete the operation, coagulation with a bipolar instrument and then sutured with thread.

Manufacturer narrative:
(B) (4). (B) (4).